Event description:
Reporter indicated that a vns dell x50 handheld computer would not consistently power on. The computer will sometimes turn on if a hard reset is performed. The computer was reported as fully charged, and is stored on a desk. The handheld computer and flashcard were returned for analysis. During the computer analysis it was identified that computer was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board. Once the solder connections were restored, no further anomalies were identified. No anomalies were identified with the flashcard.